Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure wherein a non-rechargeable ipg was implanted and the pocket was relocated for unknown reason. The explanted ig was not returned. No further information could be obtained despite good faith efforts.